Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient's implantable cardioverter defibrillator had intermittent wireless telemetry. No further information was known about the event.

Event description:
New information received indicated the patient presented in clinic. Wand telemetry was successful. No intervention was completed to address the wireless telemetry issue. The patient was stable.